Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Corrected information is provided in b.3. Investigation: a terumo bct service technician checked out the machine at the customer site. The technician performed a device check and checked the electrical connection. Cleaning was performed and an auto test was completed successfully. The run data file (rdf) was analyzed for this event. The procedure flagged for possible wbc contamination, as during the procedure, the hct of the donor was increased 6 percent-points. In this case, the leukoreduction of the platelet product cannot be guaranteed and the platelet product will be flagged for possible wbc contamination. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site. The technician performed a device check and checked the electrical connection. Cleaning was performed and an auto test was completed successfully. The run data file (rdf) was analyzed for this event. The procedure flagged for possible wbc contamination, as during the procedure, the hct of the donor was increased 6 percent-points. In this case, the leukoreduction of the platelet product cannot be guaranteed and the platelet product will be flagged for possible wbc contamination. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. The procedure flagged for possible wbc contamination, as during the procedure, the hct of the donor was increased 6 percent-points. In this case, the leukoreduction of the platelet product cannot be guaranteed and the platelet product will be flagged for possible wbc contamination.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. The technician performed a device check and checked the electrical connection. Cleaning was performed and an auto test was completed successfully. Investigation is in process, a follow-up report will be provided.